Event description:
Customer getting erratic readings. Customer did not have the supplies necessary to run system review on the phone. Customer also states that some segments appear to be missing. Customer was asked to return the meter and a replacement was provided. Customer was invited to call 24/7 with any future questions or concerns.